Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing checked the start up procedures, x-ray, performed functional testing. The probable cause of the issue was determined to be the backup log files. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would not start up normally. This issue was noted outside of a procedure, and there was no patient involvement.